Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted. Note: the reporting of this event under MDR reporting requirements was delayed due to the (B)(6) production account registration process. This is the first opportunity to file this MDR following access to the (B)(6) production account.

Event description:
The patient was treated as part of the (B)(6) post-market observational study on (B)(6) 2018. At index procedure ((B)(6) 2018), the patient presented with a de-novo occlusion located in the middle to distal third of the right superficial femoral artery in addition to a non-healing wound on the target limb. The target lesion presented with a 5.0 mm (proximal) to 5.5 mm (distal) reference vessel diameter, 120 mm in length, 100% stenosed, and with grade 1 calcification. Pre-dilatation was performed using a 4.0 x 80 mm percutaneous transluminal angioplasty (pta) balloon in addition to a 4.0 x 120 mm drug-coated balloon (dcb). A 6.0 x 150 mm biomimics 3d stent was implanted. On (B)(6) 2018 the patient was hospitalised due to restenosis of the treated segment (target lesion). On (B)(6) 2018 percutaneous intervention was performed (dcb/deb and bare metal stent). The event was resolved on (B)(6) 2018. The device remains implanted.